Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient's two stimulators helped and they received 14 months of relief out of them. One of the stimulators was for their cervical section and the other was for their lumbar section. The patient noted that they were working sporadically and they were in a lot of pain a month before they were removed. The patient had to have an emergency MRI because they lost all the feeling in their legs and that's why the devices were removed. They had two surgeries within 3 months after that occurred. No further complications reported.